Event description:
Info received indicates the right head brake caster is not holding when in brake.

Manufacturer narrative:
The technician found when the brake was engaged, the caster wheel was sliding on the brake pad. The technician replaced the brake caster to repair the bed.